Event description:
Manufacturer´s ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced and returned for investigation. Simulated test use of the returned o2 gas module has not reproduced the described customer issue. Evaluation of the received device log shows several matching events with low oxygen supply pressure followed with low oxygen concentration. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.

Event description:
It was reported that the ventilator alarmed for low o2 supply pressure and low o2 concentration during patient treatment. There was no patient harm. Manufacturer ref. #: (B)(4).